Event description:
The field engineer reported that the system locked up during a preventative maintenance visit. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.